Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the battery was unable to hold a charge due to a power surge at the hospital. The battery and uninterruptible power supply (ups) were replaced. The system then passed the system checkout and was found to be fully functional. The battery was returned to the manufacturer for analysis. Analysis found that the battery measured 51.79 upon return. No issues were found. The ups was returned to the manufacturer for analysis. Analysis found that the ups was standalone tested and no issues were observed. All twelve and forty eight volt outputs measured normal and the power button functioned as intended. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the account recently experienced a power surge/issue of some sort and the system was experiencing battery issues. It was noted that there was a battery service error. There was no patient present when this issue was identified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received clarification on the reported issue. It was reported that the system was showing the battery icon flashing low and under the system self-check it displayed that the battery was not holding a charge.